Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment that an unspecified device failure occurred with proglide devices relative to interventional electrophysiology procedures. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay. No additional information was provided.